Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The helix difficulty allegation was confirmed a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, the physician attempted to reposition the lead, however the helix mechanism would not retract. It was also mentioned that this lead exhibited high thresholds and undersensing. It was decided to finish the procedure with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this lead in the left bundle branch, the physician attempted to reposition the lead, however the helix mechanism would not retract. It was also mentioned that this lead exhibited high thresholds and undersensing. It was decided to finish the procedure with another lead. No additional adverse patient effects were reported.